Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic sacrohysteropexy in 2009. According to the reporter: presented in (B)(6) 2012 with recurrent prolapse and vaginal discharge. Found to have large area of mesh erosion into vagina. Underwent partial excision of large piece of eroded mesh today under (B)(6). Cranial end of mesh remains attached to sacrum and still implanted.